Manufacturer narrative:
(B)(4). A2: date of birth: information provided by the hospital showed the date of birth documented as two different dates: (B)(6) 1947 and (B)(6) 1948. D10: cat# unknown lot# unknown-unknown zimmerbiomet stem. Cat# unknown lot# unknown-unknown zimmerbiomet shell 4 finned acetabular shell. Cat# unknown lot# unknown head. Cat# unknown lot# unknown liner. G2: foreign: country: australia . Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right total hip arthroplasty on an unknown date. Approximately three years ago, the patient had a right hip revision due to recurrent dislocations and eccentric poly wear. The head, liner, and locking ring were exchanged. The stem and shell were retained. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: right revision due to recurrent dislocations and eccentric poly wear, general anesthesia and spinal, posterior approach, liner, locking ring/head exchange. A definitive root cause cannot be determined. The reported complaint was not confirmed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01015, 0001825034-2024-01016.

Event description:
No further event information is available at the time of this report.